Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, displacement accuracy test, test and excessive no delivery test due to prime anomaly. No unexpected motor noise anomalies were noted during testing. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had a motor anomaly. The customer blood glucose level was 600mg/dl at the time of incident and the current blood glucose of the patient is 364 mg/dl. Troubleshooting was performed. The product will be returned for analysis.